Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood had leaked from the septum of a bd pegasus¿ safety closed IV catheter system after puncture. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The batch record was reviewed, no related abnormalities were found, additionally a sample and photograph were provided for the purpose of aiding our quality engineer's investigation, the reported failure mode was present in the photograph but could not be observed in the sample provided. The returned samples were determined to not be affected by the reported failure mode after the units were subjected to leakage testing at 45 psi, no abnormalities were observed during the course of this testing. The devices fluid-flow was unobstructed at the time of testing. Unfortunately, finalizing the root cause of this complaint can not be accomplished at this time without the ability to replicate the leakage observed in the initial complaint. Investigation conclusion: in conclusion, because no abnormality was found in the returned sample. So suzhou plant can't finalize the root cause for septum leakage.

Event description:
It was reported that blood had leaked from the septum of a bd pegasus safety closed IV catheter system after puncture. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that blood had leaked from the septum of a bd pegasus safety closed IV catheter system after puncture. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.